Event description:
Boston scientific received information that this pacemaker device had only one year remaining when it was only implanted last 2016. Additional information indicated that the device appears to be depleting at an accelerated rate. Moreover, the power consumption increased slowly but steadily over the past year. This pattern of power increase was consistent with the degradation of an internal hardware component. This device was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as update from product investigation was received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Analysis concluded that v220 capacitors, c5 and/or c52, were leaky due to hydrogen exposure covered by an existing trend.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker device had only one year remaining when it was only implanted last 2016. Additional information indicated that the device appears to be depleting at an accelerated rate. Moreover, the power consumption increased slowly but steadily over the past year. This pattern of power increase was consistent with the degradation of an internal hardware component. This device was explanted. No additional adverse patient effects were reported.